Event description:
Patient reported a lap-band that allegedly "eroded into the stomach." The patient "had to have" the entire system "removed...because it was corroding into the esophagus." The entire system was not replaced. The erosion was diagnosed via an esophagogastroduodenoscopy (egd). Follow-up findings: health professional reported the problem was first observed when "the patient experienced vomiting and visited to "an out of town emergency room." The patient had been experiencing "pain for one month." An upper gastrointestinal tract was performed and the results made the doctor become "suspicious of erosion." At explant, the surgeon confirmed the erosion. The patient is currently doing dressing changes to the explant-site wound. The incision is open and the patient is experiencing pain. Patient had no infection. Patient has not had an adjustment in "2 years."

Manufacturer narrative:
(B)(4). The product associated with this report was discarded after the surgery. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Erosion, pain, and vomiting are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of vomiting and pain as follows: "patients must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system. Device labeling addresses the possible outcome of erosion as follows: "caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. Caution: anti-inflammatory agents, which may irritate the stomach, such as aspirin and non-steroidal anti-inflammatory drugs, should be used with caution. The use of such medications may be associated with an increased risk of erosion."